Event description:
Country of complaint: (B)(6). Thread broke very easily during a subcuticular suture.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 9 unopened and 1 open pouch. There are no previous complaints of this code/batch. (B)(4). Knot pull tensile strength of the samples received tested and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.